Event description:
Approximately one month post-operatively, a procedure was performed to remove a single loose locking screw.

Manufacturer narrative:
The device has not been returned for evaluation. Attempts to obtain additional details have been unsuccessful. Based on the information available, the exact root cause of this event could not be established.